Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, left lower quadrant pain and hematuria. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea - (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adhesion ("reproductive system disorder or condition type of disorder or condition: adesions"), haematoma ("reproductive system disorder or condition type of disorder or condition: hematoma") and alopecia ("hair loss") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral), oophorectomy (bilateral) and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, adhesion, haematoma, uterine leiomyoma and alopecia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, adhesion, alopecia, device dislocation, dysmenorrhoea, haematoma, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events" pain-pelvic/abdominal, menorrhagia (heavy menstrual bleeding), migration, hair loss, other-ablation". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: pfs received events "abnormal bleeding (vaginal), reproductive system disorder or conditiontype of disorder or condition: adesions, hematoma" were added. Lab data and medical history were added. Patient aka name and demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("pain :abdominal") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral), oophorectomy (bilateral) and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia and alopecia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device dislocation, menorrhagia and pelvic pain to be related to essure. The reporter commented: she had received treatment for following events" pain-pelvic/abdominal, menorrhagia (heavy menstrual bleeding), migration, hair loss, other-ablation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified event¿ migration, other: ablation, pain: pelvic, pain: abdominal, menorrhagia (heavy menstrual bleeding) and hair loss¿. Reporter, demographics; lab data, essure indication (amended), essure insertion/ removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, left lower quadrant pain and hematuria. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("pain :abdominal"), dysmenorrhoea ("dysmenorrhea - (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adhesion ("reproductive system disorder or condition type of disorder or condition: adesions/lot of adhesion"), haematoma ("reproductive system disorder or condition type of disorder or condition: hematoma"), alopecia ("hair loss/ got thinner & thinner over the year") and scar ("scar tissue") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral), oophorectomy (bilateral) and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, adhesion, haematoma, uterine leiomyoma, alopecia, weight increased and scar outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, adhesion, alopecia, device dislocation, dysmenorrhoea, haematoma, menorrhagia, pelvic pain, scar, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for following events" pain-pelvic/abdominal, menorrhagia (heavy menstrual bleeding), migration, hair loss, other-ablation". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.the tubes were completely blocked and essure device was implanted correctly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: plaintiff fact sheet received. Reporter information updated. Events: weight gain ,scar tissue were newly added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.